Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had displeased saranwrap vision that does not improve or go away. The iol was exchanged for another lens approximately 8 months following the initial implant procedure. Additional information was received that, there was no patient harm associated with the event. The patient was not hospitalized. Patient's issues were resolved.

Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. Solution was dried on the lens. One haptic was broken in the distal area (broken portion not returned). The optic was cut into pieces, typical of insertion and removal. The cut optic pieces had multiple large scratches on the anterior and posterior sides of the lens. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicated the use of a qualified cartridge and handpiece. The viscoelastic indicated is non-qualified for the lens/cartridge combination used. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal toric (1.50cyl) lens, add power +2.2 & 3.2 lens model was replaced with a monofocal non-toric non-company 20.5 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).